Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor. System operates as intended. (B)(4).

Event description:
Customer reported left monitor has an image burned in. No patient injury was reported.